Event description:
Boston scientific received information stating, the lead was explanted, due to an infection. Implant date (B)(6) 2006. Explanted (B)(6) 2011. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).